Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported being unable to maintain a stable connection between the transmitter and the sensor. The transmitter had already been replaced, but the issue persisted. The sensor was inserted on (B)(6) 2025. During an in-person visit, the territory manager observed that an excellent signal was present at the time of insertion; however, the current signal quality was low to good and could only be achieved when firm pressure was applied to the transmitter. The user confirmed that she would like a new sensor inserted.

Manufacturer narrative:
This case was created from related case where the user was referred back to the hcp for an additional procedure because the user was unable to maintain a stable connection between the transmitter and the sensor. A transmitter replacement did not resolve the issue. A return material authorization (RMA) was issued for sensor to be returned for further evaluation. However,RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was provided with a replacement sensor as part of the resolution. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.